Event description:
Reference number (B)(4) event occurred in the united states. It was reported by the patient that infusion set tube was bent under adhesive at site. Patient was hospitalized due to hyperglycemia and moderate ketones. High blood glucose level was 600 mg/dl and treated by IV fluids of saline. No further information was available.

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.